Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation results: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 320.2 cm from the tip of the sma connector to the end of the exposed glass tip. The exposed glass tip appeared to have been detached/separated. Examination under magnification confirms the pattern on the tip is consistent with a fracture. The light from the sma connector was bright and round, indicating no fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the exposed glass tip was detached/separated and not returned. Additionally, light from the sma connector was bright and round, indicating no fracture within the fiber connector. It is likely that procedural handling of the device during set-up or use and the interaction with the scope contributed to the detached/separated fiber tip. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in a ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2021.the laser unit used was a lumenis 60 watt laser console with the laser settings of 0.8 joules and 8 hertz. During the procedure, the laser fiber was introduced through the flexible ureteroscope into the kidney. The fiber tip fell inside the patient's body and a grasper was successfully used to retrieve the fragment. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.